Event description:
It was reported that during an unspecified stenting procedure, a handle detachment occurred. The lesion was located in an unspecified portion of the duodenum. The wallflex enteral duodenal 22mm x 12mm stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent, the handle detached from the stainless steel tube and the stent was unable to be deployed. The stent remained inside the sheath and was easily removed. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good".